Manufacturer narrative:
DHR review conducted and the records were complete and in order. No non-conformances have been associated with lot number 1029cs. No similar complaints have been recorded at pfm. Investigation of the returned port was conducted. Results were as follows: the port was returned without being disinfected. Port had not been flushed at the time of explantation. Therefore blood had occluded the port catheter. The port was blocked and initial flush test failed. After disinfection, a second flush test was conducted to test for signs of leakage. The flush test revealed leakage on the septum of the port. A visual inspection of the port revealed that the septum had been severely damaged. The damage seems to have been caused by a damaged or coring needle. The septum of the port has several puncture marks that are in the same directional pattern that suggests that the user attempted to access the port at an incorrect angle. Pfm has determined that the port could have potentially rotated in the port cavity, resulting in the user to improperly access the port from a side angle instead of vertical access. As the port septum was accessed at the incorrect angle, and an improper needle was used to access the port, the port septum had become severely damaged and prevented the user from being able to withdraw blood. A review of the risk analysis identified this issue as a potential failure mode. The IFU provides instructions to use a non-coring needle when accessing the port.

Event description:
Pt's caregiver reported "port is damaged. Unable to withdraw blood, could not access port." The lot number was unk, however, a serial number was provided: (B)(4).